Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise over-sensing, which caused pauses in pacing. Programming changes were made; further intervention was discussed. Patient condition could not be obtained.